Event description:
It was reported that patient presented remotely via merlin.net transmission with oversensing due to myopotential inhibition exhibited on implantable cardioverter defibrillator. Upon review of stored electrograms, it was noted that there was low level, high frequency noise observed since (B)(6) 2017. No interventions were performed during in clinic follow up on (B)(6) 2017. There were no reported patient symptoms. The patient will be monitored with routine follow up.